Event description:
Dermatome allegedly dug into muscle and fascia of right thigh. Initially thought to be operator error, dermatome examined and found to be set correctly and assembled correctly. Resident then attempted skin graft harvest with similar problem. Lacerations repaired and dermatome replaced. Unit was returned with competitor blade in unit.